Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. There were no error logs to review. The customer's reported problem was duplicated, as can be seen on test report not meeting required specification. The primary reported problem of accuracy >6%, was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.